Event description:
The caller reported that their mobile app had frozen while they were attempting to deliver a bolus. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to uninstall the app, forget the pump from the bluetooth menu, reinstall the app, and attempt to pair again, which successfully resolved the issue and paired the pump with the mobile app. No further assistance was required.